Event description:
It was reported that, "on (B)(6) 2024, the device was used. Patient came back to the hospital with suspected mssa endocarditis, the source is suspected to be right groin hematoma". Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). No product evaluation could be completed as a product was not returned for investigation. The device lot history record review for lot number mn2201490 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Event details were reviewed. Following a tavr manta was deployed. Patient came back to the hospital with suspected mssa endocarditis, the source most likely right groin hematoma. IV antibiotics were started immediately. Vascular surgery was consulted, and they chose not to intervene at that time. Based on the lack of information received the root cause of the failure is undeterminable. The IFU indicates the following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The der process will continue to monitor for similar events.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "on (B)(6) 2024, the device was used. Patient came back to the hospital with suspected mssa endocarditis, the source is suspected to be right groin hematoma." Additional information has been requested from the account.